Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter information is not available as the incident was anonymously reported through medwatch.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced vessel trauma. While inserting the sheath they found they were no longer able to advance the sheath and at that time the patient experienced a drop in blood pressure. Contrast was applied and the area was examined through ice and fluoroscopy and the physician commented that the imaging was abnormal. The patient was then transferred to the operating room and it was then noted that the faradrive dilator and sheath tip were bent and there had been difficult advancing the device in the patient. It was suspected that a renal artery had been dissected while advancing the sheath. The patient was stable after surgery and no further complications were reported.